Event description:
Had abbott spinal cord stimulator 3660 implanted (B)(6) 2022. By (B)(6) 2022 it stopped working. After several attempts, a representative worked with me to get partial stimulation for some relief, but could not have MRI. Dr. Stated it was a failed device. On (B)(6) 2023 had another surgery for a new stimulator with another company.